Manufacturer narrative:
(B)(4) device ruptured.

Event description:
It was reported that the balloon was found to be ruptured while the physician was inflating it with saline solution. The device was not used. The procedure was completed using another of the same device. There were no reported clinical consequences to the pt and the pt was reportedly in a stable condition.